Event description:
It was reported that the patient was not getting stimulation even when the amplitude was maxed out due to lead migration. X-ray was taken and the paddle came out of the epidural space. The patient underwent a revision procedure. The device was remain implanted.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks ago.